Event description:
Complainant alleged that after removing the electrode pads from the (B)(6) female pt a 1 x 1 centimeter/3rd degree burn was found on the pt's chest. Complainant indicated that the wound required f/u treatment after the pt was discharged from the hospital.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.